Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Come off in your mouth - oral-b [device breakage] case narrative: male consumer via phone reported that the oral-b pro crossaction refills came off in his mouth from the oral-b toothbrush handle, type 3762. No injury was reported.